Event description:
On (B)(6) 2012 it was reported that the vns patient has been experiencing an increase in seizure frequency and also has started having daytime seizures, which are a new occurrence since the patient's original implant in 2004. The reporter indicated that according to their seizure log it appears that the patient's seizures started increasing in (B)(6) 2012. It was unclear what the patient's pre-vns baseline levels were prior to initial implant. There had been no changes in medications reported. Attempts were made to the physician for further information but were unsuccessful.